Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, animas received notification from the health care company (hcc) stating after a cartridge change,"the pump was blocked on the verify screen and the user was unable to get passed this step". The hcc also stated that the pump emitted repetitive sounds in an abnormal way. Multiple attempts were made by animas customer technical support to obtain additional information without resolve. The hcc reportedly insisted that the pump be replaced. This complaint is being reported due to a non-specific pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: review of the black box data revealed a power interruption occurring immediately after a cartridge change. The pump was not re-primed following the power interruption. As a result, the pump then gave multiple ¿pump not primed¿ warnings. There was no damage found to battery compartment or battery cap. The battery cap attached securely to pump. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours successfully and without issue. The pump was opened for investigation with no damage found to power circuit or force sensor circuit. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. (B)(4).